Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: will the metal piece be returned with the device? Yes the metal detachment is going to be returned with linear cutter.

Event description:
It was reported that during a hemicolectomy after the device had been reloaded three times the surgeon noticed a small screw on the patient. Upon further investigation it was found to have come out of the linear cutter. The procedure was completed by opening a new device. There were no patient consequences reported and the procedure was not extended.

Manufacturer narrative:
(B)(4). Batch # p57368. Device evaluation: the analysis found that one ntlc75 device was returned with the right bearing missing, the shroud was noted damage on the same side of the missing bearing the damage noted was as scratch. No cartridge reload loaded on the device. No damage to the saddle pin was noted. No functional test was performed due to the condition of the device. The damage on the shroud and the right bearing missing is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.